Event description:
Small bowel enterocutaneous fistula [enterocutaneous fistula]; enterovessicle fistula [enterovesical fistula]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a female patient, initials unknown. The patient's medical history is significant for extensive amounts of surgery in the past and numerous adhesions. On an unspecified date, the patient initiated seprafilm membrane after exploration for a pelvic mass. Seprafilm was placed over her bladder and along her left pelvic side wall. At an unspecified time after seprafilm placement, she developed a small bowel entercutanouse fistula and an enterovessicle fistula. The action taken with seprafilm treatment was not provided. The outcome for the event of enterovessicle fistula was not provided. The outcome for the event of small bowel entercutaneous fistula was unknown. Concomitant medications were not provided. The intensity for the event of enterovessicle fistula was not provided. The intensity for the event of small bowel entercutaneous fistula was assessed as unknown. The relationships between seprafilm and the events of small bowel entercutaneous fistula, enterovessicle fistula were not provided by the reporter.